Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) bent in the cartridge. There was no reported patient impact and the procedure was completed using a backup device. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned posterior side up with both haptics folded and bent in the gusset area. The lens was cleaned with lphse. A scratch mark is observed on the posterior side of the optic. The edge is split\torn with a scrape going over the area with loose lens material on the posterior side of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge. The cartridge was not returned for evaluation. The product investigation could not identify a root cause. The lens was not returned in a cartridge and the cartridge was not returned for evaluation. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).